Manufacturer narrative:
Philips received a complaint on the m4735a (heartstart xl defibrillator/monitor) indicating that the self-test failed. While the device was noted to be in use, there was reportedly no patient or user harm or impact. Available details indicate that the device was evaluated by the philips field service engineer, confirming the reported problem of the failed operation check. The operation check was run again, resolving the issue. The device performed as expected after re-running the operation check. The device was returned to full functionality and use at the customer site. Based on the information available, while the reported problem was confirmed. The cause of the failed operation check is unknown. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator failed the self-test. There was no reported patient involvement.